Manufacturer narrative:
Complaint statement (B)(4): received (B)(4) pcs 455071p/c2304344 for evaluation. Received customer picture. We have no remaining inventory of the material/batch. We forwarded the complaint and customer picture to our affiliated location in brazil from which we receive this product. According to their investigation and comments, a review production documents did not reveal any deviations associated with the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations noted. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. Selected samples were then filled and centrifuged at 1800g for 10 minutes (minimum of recommended conditions). No deviations related to gel separation were observed. The alleged malfunction is not confirmed.

Manufacturer narrative:
(B)(4).a date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states that poor gel barrier separation issues have continued with their reprocessing rate doubling in august.